Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related manufacturer's report referencing onset of infection: MFR# 2916596-2022-00378.

Event description:
It was reported that the patient had a long term (B)(6) driveline infection with multiple admissions. The event date has been estimated to cover a second admission for infection as the dates of the admissions were unable to be provided. The patient on hospice care but was previously treated with cefepime and cefazolin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.